Event description:
The patient reported tenderness and irritation around entry site of the stimulator placement. Erosion was confirmed and antibiotics were prescribed. An explant procedure was performed on october 23, 2023. The patient is healing well, reports no pain, and is doing great.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not prescribing antibiotics pre-operatively, multiple tunneling, using incorrect tools, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, inadequate fixation, patient contraindicating conditions, and the patient engaging in physical activity following the implant procedure have been ruled out. The cause of the erosion is unknown. However, the site was not irrigated with antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the tenderness and irritation is due to erosion. However, the cause of the erosion is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not prescribing antibiotics pre-operatively, multiple tunneling, using incorrect tools, and the patient not attending the post-op visit have been ruled out as potential causes. Additionally, inadequate fixation, patient contraindicating conditions, and the patient engaging in physical activity following the implant procedure have been ruled out. The cause of the erosion is unknown. However, the site was not irrigated with antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the tenderness and irritation is due to erosion. However, the cause of the erosion is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported tenderness and irritation around entry site of the stimulator placement. Erosion was confirmed and antibiotics were prescribed. An explant procedure was performed on (B)(6) 2023. The patient is healing well, reports no pain, and is doing great.